Event description:
It was reported when using the single use aspiration needle, the physician aspirated a sample from a lymph node, removed the needle and handed it to a member of the bronch team. The team member went to extract the contents of the needle into the specimen cup when they noted that the needle was hard to move in and out of the sheath. They then tried to put the guidewire back in but were unable to. They then pushed the "needle" out noting that there was no longer a sharp end but a blunt "cut off stump". They informed the physician who investigated with a bronchoscope and found the needle stuck in the patient's lung. It was extracted via forceps. The reported event caused a delay in the procedure while the patient was under moderate sedation. The product was disposed of in a sharps container.